Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the prograsp forceps were unable to open and close due to broken cable. The procedure was completed with no reported injury. On 8/21/2024, intuitive surgical, inc. (Isi) received mw5157761 stating: prograsp forceps cable broke while in use, all pieces retrieved, and prograsp replaced. No harm to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. On 17-sep-2024, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage observed. The surgeon did not notice any issues with functionality of the instrument. There was no fragment broke off the instrument, the wire snapped, and a visual inspection was performed. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no other damage to the instrument after the event occurred. The procedure was completed robotically. There was no injury to the patient. There are no photographic images of the device(s) or video recording of the procedure is available.